Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Event description: it was reported that the flexor ureteral access sheath and dilator delaminated during laser and removal of kidney stones. After a guidewire was positioned into the kidney via cystoscopy, the device was then placed over the wire under x-ray. The inner dilator was removed, and a flexible ureterenoscope was passed through the sheath to the kidney where a long plastic shaving was discovered that had come from the device. A couple of small stone fragments were also found and removed using an ngage extractor. The plastic shaving was successfully removed with the same ngage, and the remaining stones that were too big for removal were lasered and the case was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), and quality control data. One flexor ureteral access sheath and dilators was returned in an open pack for investigation. A shaving of material was returned in a specimen cup. This appears to have come from the inner surface of the sheath starting where the scope enters the device. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All flexor devices are 100% inspected for debris, and the tubing surface is inspected for kinks, bumps, cuts, broken coils, coil separation, protruding coils, exposed coils and/or the appearance of exposed coils. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. One flexor ureteral access sheath device was returned. Also returned was a specimen cup with a plastic shaving in it. It appeared the plastic shaving came from the inner surface of the access sheath where the scope would have entered the device. It is possible that the scope used in the procedure, or another device, contacted the inner surface of the access sheath and shaved some plastic off. However there was not enough evidence/information available to make a conclusive determination of the cause of the issue. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the flexor ureteral access sheath and dilator delaminated during laser and removal of kidney stones. After a guidewire was positioned into the kidney via cystoscopy, the device was then placed over the wire under x-ray. The inner dilator was removed, and a flexible ureterenoscope was passed through the sheath to the kidney where a long plastic shaving was discovered that had come from the device. A couple of small stone fragments were also found and removed using an ngage extractor. The plastic shaving was successfully removed with the same ngage, and the remaining stones that were too big for removal were lasered and the case was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence.